Event description:
The facility representative reported to largo customer service that the ipump device had a broken pca connector. This was found during bio-med testing, in bio med service with no patient involvement. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an ipump with a broken pca connector issue was confirmed, but not reproduced during product evaluation. The assignable cause was not determined due to estimate refusal by customer. No repairs were made in order to fix the reported condition. A follow-up MDR will be submitted if any additional information is received.